Event description:
In (B)(6) 2010 I made the decision to get an implant in me to keep me from having more kids. So the implants that was available was discussed with me through my dr (B)(6) at (B)(6) hospital. I was just getting into the implant and things started to change a little. I started having bad bad bad menstrual cramps worse than I had before it was put in, I started having trouble with my lower back, and I also had bad blood clots. I never thought that it was the implant till I ran across a script showing the symptoms for the essure implant. Immediately I contacted a worker to see how I can get this thing out of me. I'm a single mother with a low income job so I never tried to sign up for health insurance cause I knew I couldn't afford the payments cause I was barely making it with my bills and the needs of my kids.